Event description:
Device 3 of 3. Reference MFR report #1627487-2012-12461. Reference MFR report #1627487-2012-12462. It was reported, the patient experienced a change in stimulation following an automobile accident. The sjm representative was unsuccessful at providing coverage in entire pain pattern. X-rays have been ordered. Note the patient has three leads with three different lot numbers.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.